Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated, that the customer was hospitalized for high blood glucose and the reading was 607 mg/dl. It was stated that the customer was also vomiting. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. In addition, it was stated that the customer was treated with a manual injection but the blood glucose levels continued to rise. Advised the mother about the possibility of the insulin being denatured. Advised the mother that the insulin pump passed the testing.